Event description:
The customer complained of questionable inr results for multiple patients tested on a coaguchek xs pro compared to the laboratory method of stago neoplastine. From the data provided for 66 patients, a reportable malfunction was provided for 53 patients. This medwatch will cover strip lot 29779012. For information of strip lot 28631911 refer to medwatch with patient identifier (B)(6). For information of strip lot 29494312 refer to medwatch with patient identifier (B)(6). There was no allegation of an adverse event. The meter and test strips were requested for further investigation. The test strips were not returned. Relevant retention test strips (lot 297790, 294943, and 286319) were tested in comparison with the master lot coaguchek xs pt at roche (B)(4). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.